Event description:
It was reported that this right ventricular (rv) lead presented a consistent increase in pacing impedance measurements, going from 400 ohms to 2000 ohms. An imaging examination was performed to determine the lead status. Consequently, the physician decided to surgically abandoned the lead and a new lead was successfully implanted. No additional adverse patient effects were reported. At this time, there is no information regarding the cause of the increase in impedance measurements but additional information was requested. Additional information provided indicates that the patient had greatly increased the physical activity since (B)(6) 2021, which coincides with the approximate date the impedance value started to increase, however, there was still no assigned cause to the out of range impedance measurements. The lead is not expected to be returned as it was surgically abandoned. No additional adverse patient effects were reported.